Event description:
Responding to a call for emergency assistance in the parking deck of an ambulatory service plaza, were 10 to 15 employees of the user facility including several nurses, doctors and technicians. While waiting for ems personnel to arrive, the employees initiated advanced CPR and a life pak 9 was delivered from the ambulatory clinic. There is a yellow locking lever which must be in a "lock" position in order for the unit to function. This was not known to the responding employees and there were no instructions to that effect visibly apparent under the emergent circumstances. After the community ems personnel arrived, the patient was atransported to the user facilities emergency room and pronounced dead. Upon investigation, it was determined that there was, in fact appropriate instruction on the machine, in letters that were raised, and approximately 1/8 inch in size very near the bottom of the unitdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.

Event description:
Upon further investigation, an additional factor was identified: the lifepak 9 unit contains two sets of paddles, one set with black connectors and one set with gray (of different sizes). There is some speculation that there may have been an attempt to put the wrong connectors into the receptacledevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: failure to follow instructions. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. Invalid data - on device destroyed/disposed of status.